Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported, "failed head/neck junction in tha."

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported, "failed head/neck junction in tha." This was the left hip.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. ¿undated x-ray shows possible disassociation, need clear operative reports and revision reports, clinical and past medical history, and need dated x-rays and examination of explanted components.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the disassociation with provided x-rays but deemed the information insufficient and rejected it for a medical review. Further information such as clear operative reports and revision reports, clinical and past medical history, dated x-rays and examination of explanted components are required to determine the root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported, "failed head/neck junction in tha." This was the left hip.